Event description:
It was reported that the device was used during a colon resection procedure and that the staples would not close properly. Another device was used to complete the case. There was no consequence to the pt.